Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that patient was awaken from sleep with sensation of a punch in the chest over the left chest. Patient self administered two tylenol, and felt slightly dizzy. When the patient awoke in the morning, chest aching experienced and noticed left chest was swollen. The patient presented to the emergency department, and during visit experienced two additional episodes, and with each episode noticed shortness of breath (sob), dizziness and palpitations. Interrogation was performed, no ventricular tachycardia (vt) or ventricular fibrillation (vf) episodes noted, and no shocks documented. Diaphragmatic pacing was noted. The left ventricular (lv) lead programmed settings were changed, and the lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(4) clinical study.